Event description:
Healthcare professional reported left side "rupture/deflation." Device has been explanted.

Manufacturer narrative:
Further investigation: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 (fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture/deflation."

Event description:
Healthcare professional reported left side "rupture/deflation." Device has been explanted.